Manufacturer narrative:
This supplemental was filled to inform about the explant of this device, changing from malfunction report to serious injury report. Patient code 3191 captures the reportable event of surgery. This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and device replacement was recommended. Afterwards, interrogation was performed and revealed this device reached an end of life (eol) status. Additional information revealed that the device was explanted and replaced. No adverse patient effects were reported. The device was returned. This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
This implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and device replacement was recommended. Afterwards, interrogation was performed and revealed this device reached an end of life (eol) status. This device remains in service. No adverse patient effects were reported.